Event description:
The pt experienced a "hot" sensation at the pocket that would come and go but lasted for 30 seconds which caused her to sweat. It occurred even when the neurostimulator (ins) was turned off. Following replacement surgery on (B)(6) 2010, she began to experience acute pain, burning sensation and swelling. When her health care provider touched the ins site, she began to cry it hurt so badly on (B)(6) 2010. The pain at the pocket site makes it very hard for her to move or lay down. Nothing can touch the area. Her stimulation works fine and receives pain relief when the ins is used. It was noted that the upper right corner of the ins was tilted further up which caused it to be more prominent. Additional info has been requested.

Manufacturer narrative:
(B)(4).